Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer was able to clear malfunction and resume insulin therapy. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 110 mg/d. Reportedly, customer will continue to use the pump for insulin therapy.